Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. (UDI) was unknown. No product information has been provided to date. Review of the original device history records (DHR) will not add value to this investigation as damage was not caused by manufacturing or service. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the device was in excellent condition. During functional testing using the reported issue was duplicated, the microswitch was bent. The root cause of the problem was related to customer induced damage. Replaced microswitch assembly.

Event description:
It was reported that the device was alarming and not receiving disposable. No patient injury was reported.